Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at tis time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600310 chronic catheter experienced defective components. The information was received from one source. The malfunction involved a patient with no reported patient injury. The female patient's age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has been returned for evaluation; the evaluation confirmed 2907 - detachment of device or device component. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: b5, h6 (device code, method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600310 chronic catheter allegedly experienced defective components. The information was received from one source. The malfunction involved a patient with no reported patient injury. The female patient's age and weight were not provided.